Manufacturer narrative:
The tube (cev649-5b) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the tube (cev649-5b) was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. The device passed the electrical tests. The investigation did not highlight any defect. This complaint is not related to this device as this product was not in contact with the hand of the surgeon during the use.

Event description:
A facility reported that the hand of the surgeon was burned during use of monopolar forceps with component, tube (cev649-5b). The device was used with a non-microfrance cable. It was reported that the forceps were in contact with the patient; however, no patient injury, death or surgical delay was reported.